Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Quality control was performed on the meters and passed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 5:35 am the laboratory result was 168 mg/dl. At 5:41 am, the meter result was "hi" (>600 mg/dl). At 5:52 am, a second meter (serial number (B)(4)) was used and the result was 170 mg/dl.